Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified autoinjector inject-ease was damaged during use. The following was reported by the initial reporter: "it was reported that the consumer would like to replace the broken inject-ease 50, but is unsure where to purchase the product. A second pr 2289253 was created to capture the "bruising" caused by the syringe. Verbatim: from phone call on (B)(6) 2021 21:57:06: please see information from letter added to triage. Does not show who's working file from rcc. Have not had conversation with consumer. Per email: hello- my name is xxx and I have been an insulin dependent diabetic since I was 18 months old (I'm now 55). Below, and attached are pictures of a plunger I got years ago and as you can see it's broken. I've been to several pharmacies and looked at your website but have not been able to find a new one. Please advise where I can purchase another one. Without this wonderful gadget, sticking myself with the syringe leaves me bruised at the injection site and I get 4 shots a day. Inject -ease 50".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for broken due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that an unspecified autoinjector inject-ease was damaged during use. The following was reported by the initial reporter: "it was reported that the consumer would like to replace the broken inject-ease 50, but is unsure where to purchase the product. A second (B)(4) was created to capture the "bruising" caused by the syringe. Verbatim: from phone call on 2021-01-11 21:57:06: please see information from letter added to triage. Does not show who's working file from rcc. Have not had conversation with consumer. (B)(6). Per email: hello- my name is xxx and I have been an insulin dependent diabetic since I was 18 months old (I'm now 55). Below, and attached are pictures of a plunger I got years ago and as you can see it's broken. I've been to several pharmacies and looked at your website but have not been able to find a new one. Please advise where I can purchase another one. Without this wonderful gadget, sticking myself with the syringe leaves me bruised at the injection site and I get 4 shots a day. Inject -ease 50"